Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiples pump errors that were not resolved through troubleshooting. Blood glucose level at the time of the incident was 7.7 mmol/. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Power error not confirmed during testing. No unexpected trace pointers are invalid error, post-reset ram crc alarm and hardware low level failures error. Device passed the displacement test, sleep current test and active current test.